Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the recharger was not charging and nothing was lighting up.

Event description:
Additional information was received from a patient and a manufacturer representative (rep). It was reported that the implantable neurological stimulator recharger (insr) was no longer working and he needed a new one. It was clarified that it was still freezing and beeping about 10 minutes into the recharging session; the patient became frustrated as he had to perform multiple resets when he needed to charge.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient's implantable neurostimulator recharger (insr) was frozen. The patient was having more pain than normal because he was more active and using up more battery. It was noted the patient was having more pain the night before this report. He went to charge his implant and the charger was beeping and the screen was blank. The steps for resetting the insr were reviewed with the patient. The patient confirmed he felt the reset button depress and release and he saw the splash screen. The insr reset resolved the issue and the recharger was showing the normal screen. Troubleshooting resolved the reported issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.